Manufacturer narrative:
Updated: h6.

Manufacturer narrative:
Rupture of the left ventricle is a major complication of valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered for the cause of this complication: (1) retraction of the ventricle when the left atrium was fixed by adhesions from a previous operation, (2) forceful retraction and inadvertent incision of the annulus, (3) insertion of an oversized prosthesis, and (4) deeply placed sutures in the myocardium. In this case, the valve was explanted due to left ventricle rupture secondary to technical issue. The device could not be returned for evaluation as it had been discarded at the hospital. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received information that a 28mm 5200m mitral annuloplasty ring was explanted at implant due to severe mitral regurgitation secondary to unsuccessful ring repair (2020-04965-1). After implant of the 5200m ring, mitral regurgitation was still detected at the regurgitation test. The ring was explanted at implant and replaced with a 7300tfxj mitral pericardial valve. Although the 23mm valve was chosen by sizing, since the size of patient¿s heart was small, the surgeon judged that it could not be implanted the valve if a tricentrix holder attached on the valve, so he removed the tricentrix holder from the valve prior to implant the valve. After removing the tricentrix holder, the valve was implanted to the patient, and the surgery was completed. On the same night, the patient¿s condition got worse suddenly where the patient was in ICU. The surgeon re-opened the patient¿s chest and the left ventricle rupture was confirmed. This 7300tfxj mitral valve was explanted (2020-04965-2) and left ventricular reconstruction was performed. After treating the left ventricle rupture, an sjm mechanical valve was implanted as a replacement. The patient status was reported as ¿under treatment¿. Neither the 5200m ring nor the 7300tfxj valve were not returned for evaluation as they were discarded at the hospital. Multi-valve cardiac surgical procedure: tricuspid annuloplasty with a 26mm 6200t tricuspid ring at implant of the ring. There was no allegation of device malfunction. The surgeon was asked and has affirmed that both devices did not cause or contribute to the event. The surgeon also commented that the left ventricle might have gotten damaged, since strong force was added to the valve at the time of sliding the valve down. It is highly possible that the left ventricle rupture occurred from this area when the patient was in ICU. 2020-04965-1: the 28mm 5200m mitral annuloplasty ring was explanted at implant due to severe mitral regurgitation secondary to unsuccessful ring repair. This device was replaced with a 23mm 7300tfxj mitral valve. 2020-04965-2: the 23 mm 7300tfxj mitral valve was explanted due to left ventricle rupture secondary to technical issue. This device was replaced with an sjm mechanical valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.